Event description:
It was reported that the device became stuck with the guidewire. The target lesion was located in the severely calcified artery. A 10mmx3.00mm wolverine cutting balloon was selected for percutaneous coronary intervention (pci). During the procedure, it was noted that the device got stuck with the non-boston scientific guidewire. The catheter and guidewire were removed from outside the patient's body and the procedure was completed with another of the same device. No patient complications were reported due to this event.